Event description:
According to the reporter, during a procedure, there was a spark from an integra 600-290 monopolar cord that ignited a drape down below the table out of the sterile field. Staff cut power and quickly put out a small fire. There was a crack in the integra reusable cord that ignited the drape. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".